Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 79 mg/dl with the patient's accu-chek performa meter and 27 mg/dl with a professional's meter. At the time of these measurements the patient was already in the hospital for one day due to having herpes, and the patient fell into a hypoglycemic coma there. She was treated with "intravem" solutions, no further details provided. The patient stayed at the hospital until 27-apr-2025, until her health was stabilized, as the patient had other conditions like herpes and acidity in the blood.